Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. It was noted that the patient has not been exposed to cautery or electrical stimulation, but receives pain shots where they are sedated. The patient would continue to be monitored every 3 months.